Event description:
It was reported that there was concern about the longevity of the implantable cardioverter defibrillator (ICD) and that recommended replacement time (rrt) was reached so quickly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:a 429688 lead, implanted (B)(6) 2013. (B)(4).